Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation procedure, a farawave catheter was selected for use. During post procedural monitoring, hyperkalemia was identified. The patient was undergoing dialysis and receiving initial treatment for atrial fibrillation, with no notable symptoms observed during the procedure. Because the patient was already on dialysis, treatment for the hyperkalemia was carried out through dialysis. The attending physician considered the cause to be hemolysis associated with pulse field ablation in healthy individuals, potassium released into the bloodstream from hemolysis can typically be excreted, but dialysis patients cannot adequately metabolize or eliminate potassium, leading to accumulation and the development of hyperkalemia. The exact timing of onset was not known, but hyperkalemia was reported to have been confirmed several hours after the procedure.